Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2018 and suture was used. When suturing a wound, when passing the needle through the tissues, the surgeon has noticed that the needle was pulled off from the thread. The surgeon resumed his intradermal overlock. No patient consequence reported.